Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during her discontinued treatment. The patient reported observing a leak from the second patient connector. The patient contacted her pd nurse, the set was not made available for evaluation. During follow up, the patient's pd nurse reported that the patient did not have any signs of infection. She was not prescribed any antibiotics. No adverse event reported at this time.